Manufacturer narrative:
The technician found the left side rail slide bracket is bent. The most likely cause of a bent slide bracket is the side rail was ran into something when the bed was being transported or moved. The technician replaced the left side rail slide bracket to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the left side rail will not raise to the latch position. The bed is located in the bed shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).